Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient with an implantable pump containing unknown drug. It was reported that the company representative (rep) stated the patient reported hearing a sound consistent with the critical alarm about 4 times last night around 10 pm. Pump had not yet been read so alarm had not been confirmed. Recommended reading logs and if motor stall, seeing if there might be something with strong magnets getting close to the pump. Rep called in to update that the patient realized she was using a "life alert bracelet" that had magnets throughout the entire band and she wears the bracelet on her right hand and her pump was on the right lower abdomen. Patient had motor stalls since she started wearing the bracelet in (B)(6) of 2025. Patient verified the strength of the magnets was much higher than the 10 gauss that was recommended for magnet strength to use with the pump.